Event description:
Positive advia centaur troponin ultra results were obtained on several patient samples. One positive result (B) (6) was reported to the physician prior to repeat. The patient sample was repeated on a different system and a negative result was obtained. The corrected report was sent to the physician. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.